Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call experiencing low blood glucose. The customer's doctor had lowered his basal rate. Trouble shooting was performed and found customer experienced a low blood glucose of 31mg/dl at 6 am and treated with glucose tablets. The customer's blood sugar was 292mg/dl at the time of call. Customer has been experiencing low blood glucose for about four months. Customer stated he suspends the insulin pump eats and forgets to restart. Customer stated he restarts the insulin pump when he remembers to do so. Advised customer to call back due to just taking correction dose for high blood glucose. Advise to contact his health care professional regarding the blood glucose levels. Insulin pump will not be returned for analysis.